Event description:
Asku

Event description:
It was reported that there was oversensing observed on the 6943 lead. The lead was kept in place and remains in use as a shock lead. An extra 4076 lead was implanted for the pace-sensing function. Some oversensing was also observed on this lead, but disappeared at a higher sensitivity setting. The 4076 lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=7.9 counts avg/day, in 82.42 days, between (B)(6) 2010 01:58:26 and (B)(6) 2010 12:05:59. 1 - vf=190 ms on (B)(6) 2010 at 13:17:17. 1 - patient alert for lead failure predictor on (B)(6) 2010 14:04:15.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=7.9 counts avg/day, in 82.42 days, between (B)(6) 2010. One - vf=190 ms on (B)(6) 2010 at 13:17:17. One - patient alert for lead failure predictor on (B)(6) 2010.